Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected restart, external error, and displayable history check failed on startup alarms. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. A displayable history alarm was noted in the alarm history screen due to a corrupted history file. No external ram or unexpected restart alarms were noted. The pump was received with a cracked reservoir tube lip.